Event description:
During thoracic procedure, cadiere forceps wire snapped in patient during robotic procedure. No evident harm to patient. X-ray will be completed at end of procedure. This item is reusable up to 18 uses.